Event description:
During surgery to remove a pedicle screw at the l5-s1 level, decompression of a laminectomy and bilateral lateral fusion of l3-4 & l4-5, the head of an anspach drill bit broke off. All pieces were retrieved. There was no patient injury. More detail is not available.